Event description:
Per dealer, the cables were pulled from the tilt actuator sensor harness, and per dealer he plans on re wiring it himself. Per coversation with tech, tech advised to just replace part.